Manufacturer narrative:
Method: actual device not evaluated.additional manufacturer narrativestenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after three (3) years, one (1) month due to aortic stenosis. Upon examination, the aortic bioprosthesis was functioning with no calcification nor vegetation; however, the opening was small. Therefore, this was excised and the root was enlarged, and a 23mm mechanical valve was implanted. Tee revealed a competent valve and the patient was transferred back to the cvc ICU in stable condition; she was later discharged on pod #6.